Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and reservoir lip has cracking has to tape it. The patient¿s blood glucose level was 190 mg/dl. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is not expected to be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and no blank display anomaly during test. However unable to perform the displacement test due completely broken reservoir tube lip and also received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.